Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was 37 mg/dl. Customer stated he has clear the alarm and recheck his blood sugar. Customer was walk through the process of the threshold suspend and what he should do the next time the alarm goes off. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 37 mg/dl. Customer was treated with orange juice. Customer had bolus and did not eat for over an hour which caused low blood glucose. Customer's blood glucose was 59 mg/dl when the call ended and did not want to troubleshoot for low blood glucose.